Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
.

Manufacturer narrative:
The external visual inspection of the device revealed antenna coil damage. The photographic imaging inspection confirmed antenna coil breaks. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device failed some of the electrical tests performed. The device failed the residual gas analysis test. This device had broken antenna coil wires. A corrective action has been implemented. In addition, this device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is believed that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A corrective action has been implemented. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.